Manufacturer narrative:
The meter did not malfunction. The coaguchek xs meter is designed to read in inr, seconds and %quick. The customer realized his result was in a different unit. Us customers only use inr for coagulation monitoring. A customer communication was provided to customers to advise how to ensure the units are in inr and how to change the unit back to inr if the units get changed. Labeling updates will be made to all impacted labeling.

Manufacturer narrative:
Occupation is lay user/patient the meter and test strips were requested for investigation. The customer returned the meter; the test strips were not returned. The returned meter was tested using retention strips (lot 405014-11) and lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 5.1 inr, qc 3: 4.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer alleged to have received a 2.2 inr after the result of 4.5 inr but it was not saved in the memory. The result of 2.2 inr alleged by the customer was not observed in the meter memory. All qc results received during the investigation were logged into the meter's memory indicating that there is no malfunction of the meter's memory capability. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). The customer stated the first result was 11 %q. After the unit of measure was changed to inr the initial result was 4.5 inr at 3:25 p.m. The customer alleged receiving a result of 2.2 inr at 3:35 p.m. The result of 2.2 inr could not be located in the meter memory. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr.